Event description:
The laser system has the following problem: output power lower than expected during installation. No adverse effects to the patient were reported.

Manufacturer narrative:
The problem was due to an internal component failure. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury, broken component found during installation.